Manufacturer narrative:
Concomitant: dtba1d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that a device alert triggered due to the epicardial left ventricular (lv) lead pacing impedance decreasing to low. As a result, the lv lead impedance alert was turned off. After a device change out, the impedance decreased even more. About one month prior to the device change out, the lv lead threshold was high and later increased even higher after the device changeout. It was also reported that there was a concern regarding the unexpected battery longevity on the new device implant. It was noted that the lv low pacing impedance and high threshold were causing a drain on the device battery. As a result, the lv lead was turned off. The lv lead was programmed back on for some time to see if it would help the patient, but was then turned back off due to the battery drain on the device. The device remains in use. The lv lead remains in the patient. No patient complications have been reported as a result of this event.